Event description:
It was reported that upon catheter insertion, no urine was released. The doctors initially assumed it was due to the lumens being clogged with lubricant. On completion of the procedure, blood was noticed in the meatus. They performed a laparoscopy and saw that the urethra was traumatised. The catheter was removed and the pt underwent suprapubic catheterization drain the urine. The laparoscopy was performed to check the status of the pt's bleeding urethra, and it was found to be performed. The urethra healed on its own after two weeks without surgical intervention. The hospital made no allegement against the device.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).